Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. A 3.00x28 synergy¿ drug-eluting stent was selected for use. However, during preparation, it was noted that the stent strut was detached from the other. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the middle of the stent that were bent back distally. The outer diameter of the undamaged distal and proximal ends of the stent was measured and was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent fracture occurred. A 3.00 x 28 synergy(tm) drug-eluting stent was selected for use. However, during preparation, it was noted that the stent strut was detached from the other. No patient complications were reported and the patient's status was okay.